Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture at 7.5 volts. Subsequently, the patient underwent a revision procedure to reposition the lead. During repositioning, the helix mechanism would not deploy. As a result, a new lead was implanted. Besides intervention, no other adverse patient effects were reported. Product return is expected.